Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/08/2016 with the following findings: during investigation, a crack in the battery compartment was found along the side. A leak test was found and failed due to a leak in the battery compartment. Moisture was found in the battery compartment. The pump was opened to find no moisture. Unrelated to the original complaint, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.